Event description:
According to the reporter, during use, the device was "cutting" the trach of the patient on the inside. There was irritation and abrasions on the inside of the patient's trachea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.